Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, unable to prime unit during the prime test due to a faulty force sensor. The motor was tested outside of the device, and it passed. The pump also had a cracked case at the display window corners and battery tube threads, as well as minor scratches on the lcd window.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 278 mg/dl. The customer was unable to complete the bolus, so she treated manually with the rest of the amount of insulin that had not been delivered. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.